Manufacturer narrative:
Device received a64 alarm during self test due to faulty connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self-test. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting and reported that they were able to clear the alarm and able to rewind the insulin pump. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.